Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer connected the pump to a power source however the pump remained unresponsive. The customer's blood glucose (bg) level was impacted (300s mg/dl). The customer stated a manual injection would be used to address bg level. It was indicated that the customer had short acting insulin injections as alternate insulin therapy available. Recommendation was made my tandem technical support for customer to contact their health care provider for guidance on alternate insulin therapy.